Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope presented a gauze stuck in the instrument channel. The event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d8, g3, g6, h2, h3, h6, h11 based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, no problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.